Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the end of the needle holder (the clamp) snapped off of the end of instrument. The clamp flew into the abdominal cavity, and after several unsuccessful efforts to find the piece, the surgeons decided to finish the robotic procedure. The defective needle holder was replaced, and the electromagnetic interference (emi) team was contacted regarding the defective instrument. Once the procedure was completed, an x-ray was obtained, and the surgeons converted to a laparoscopic surgery and continued to look for the missing piece. After several unsuccessful attempts at finding the piece laparoscopically, the surgeons decided to convert the procedure to an open surgery. Once the procedure was converted to an open surgery, the surgeons were successfully able to find and remove the missing needle holder piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: once the procedure was completed, an x-ray was obtained, and the surgeons converted the procedure to a laparoscopic surgery and continued to look for the missing piece. After several unsuccessful attempts at finding the piece laparoscopically, the surgeons decided to convert the procedure to an open surgery. Once the case procedure was converted to an open surgery, the surgeons were successful in locating and removing the missing needle holder piece.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint that ¿the end of the needle holder (the clamp) snapped off of the end of instrument". The instrument was found to have a broken grip at the grip base. A piece approximately 0.104" x 0.303" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips -tips is typically attribute to the user, such as excess force applied to the instrument jaws. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, the end of the needle holder (the clamp) snapped off of the end of instrument. The clamp flew into the abdominal cavity, and after several unsuccessful efforts to find the clamp, the surgeons decided to finish the robotic procedure. The defective needle holder was replaced, and the electromagnetic interference (emi) team was contacted regarding the defective instrument. Once the procedure was completed, an x-ray was obtained, and the surgeon converted the procedure to a laparoscopic surgery and continued to look for the missing clamp. After several unsuccessful attempts at finding the clamp laparoscopically, the surgeons decided to convert the procedure to an open surgery. Once the procedure was converted to an open surgery, the surgeons successfully located and removed the missing needle holder piece. If additional information becomes available, the complaint will be re-evaluated.